Event description:
Boston scientific crm received information that this device was associated with inappropriate anti-tachycardia pacing therapy delivery after the patient experienced a ventricular tachycardia that began in a monitor-only zone and accelerated into a programmed vt-1 (ventricular tachycardia 1) therapy zone. A boston scientific field representative and a boston scientific technical services consultant (ts) discussed that the patient had experienced atrial fibrillation with right ventricular response with a varying rate. Because the device originally detected the rate in the monitor-only zone and re-detected in the vt-1 zone, the programmed device detection enhancements no longer inhibit therapy delivery. Ts discussed programming options, including extending the sustained rate duration setting, which was subsequently increased. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received.